Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The representative reported via phone call that the customer experienced low blood glucose. The customer's blood glucose was 40 mg/dl at the time of incident. The representative stated that the customer gave insulin for a meal but the customer did not eat at that time which caused the low blood glucose. The insulin pump will not be returned for analysis.